Event description:
It was reported that the pump touch screen was cracked and unresponsive. Additionally, it was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen issue was verified. Additionally, the alleged malfunction alarm issue could not be verified. A different issue was also identified.